Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported an unknown side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2025-02551-00 as the operating record related to this complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d3, g1, h1, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see MDR 9617229-2025-02551-00 as operating record.